Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was not made available to the designated complaint unit for evaluation. Thus, visual and functional inspection could not be performed. It was reported that the drill guide supports on two handpieces were bent. The other handpiece was investigated under (B)(4). The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history review found similar reports. A relationship between the device and the reported event could not be established. Factors that could have contributed to the reported issues are mechanical component failure from bending of the handpiece drill guide support or if debris was stuck in the drill guide support.

Event description:
It was reported that drill guide support on the handpiece was bent. As this was noticed during set-up, the patient was not involved at the moment.